Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Correction: h6 type of investigation, investigation findings, and investigation conclusions codes were corrected. H10 additional narratives/data statement was corrected.

Manufacturer narrative:
Correction: a4 - patient weight and units should have been included in the previous report.

Manufacturer narrative:
Correction: h6 - health effect - clinical code: 2388 should have been entered in earlier report. H6 - health effect - impact code: 4611 should have been entered in earlier report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that surgery occurred in which the ipg was explanted and replaced, which resolved the issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's system displayed a "replace generator" end of service warning. It is unknown is the battery depleted prematurely. As a result, surgery may occur to address the issue.